Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application did not program at implant completely. Another programmer was used to complete programming. No patient complications have been reported as a result of this event.